Manufacturer narrative:
(B)(6).

Event description:
It was reported that stable angina pectoris occurred. In (B)(6) 2022, the subject presented with stable angina was referred for cardiac catheterization. The target lesion was located in the first right posterolateral (rpl) with 95% stenosis and was 25 mm long, with a reference vessel diameter of 2.5 mm. The target lesion was treated with pre-dilatation and placement of 2.50 mm x 28 mm synergy stent system. Following post-dilatation, the residual stenosis was noted be 0%. Five days later, the subject was discharged on aspirin and clopidogrel. In (B)(6) 2024, the subject was diagnosed with stable angina pectoris and was hospitalized for further treatment. At the time of event, the subject was on aspirin and clopidogrel. Medication was given to treat the event. Five days later, the subject was discharged from hospital and the event was considered to be recovering/resolving.